Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: complaint details and information event details. Surgeon was using step drill in tfna case. Complaint is that drill is blunt & therefore needing replaced. Date of event/procedure date: (B)(6) 2002. Customer advised of complaint today (B)(6) 2022 this complaint involve one(1) device stepped ream f/tfna helic blade+scr f/dh. This is report 1 of 1 for complaint (B)(4).